Manufacturer narrative:
The ptfe coating of the stylet was found stripped and bunched up/clogged distal to the connector pin. This is consistent with the observation from the field of stylet stuck inside the lead.

Event description:
It was reported that when the patient presented in clinic for follow-up, the left ventricular lead dislodgement was observed through fluoroscopy. During lead repositioning procedure, stylet got stuck inside the lead. The lead was explanted and replaced. The patient was stable post-procedure.